Manufacturer narrative:
On 7-aug-2020, the suspected medical device was returned for evaluation. On 1-sep-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, two tears (a and b) were observed on the anterior view, measuring approximately a 0.6 cm and b 0.4 cm. Microscopic examination of the edges of the tears revealed parallel striations in both ruptures that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Intraoperative rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 300cc mentor memorygel breast implant and 325cc mentor memorygel breast implant being used for a primary breast augmentation ruptured intraoperatively. There were no patient consequences or procedural delays, and no additional surgical intervention was required. This report is for one of the reported prostheses.